Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02277. It was reported the patient experienced ineffective and intermittent stimulation. As a result, the leads were explanted and replaced on (B)(6) 2017. The issue was resolved.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02277. Follow-up revealed only one lead was explanted and replaced. It is unknown which lead was explanted.

Event description:
Device 2 of 2: reference MFR number: 1627487-2017-02277.